Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. The customer blood glucose was 500 mg/dl. The cause of the urgent care visit as per healthcare provider was diabetic ketoacidosis and high blood glucose. The customer was admitted to hospital and move to intensive care unit. The customer was off the insulin pump about a day and a half. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 500 mg/dl. The customer stated that there is burn on dome label. The customer was not sure how the damage occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a stained end cap sticker and minor scratches on the display window.